Event description:
The clinician reports the implant was inserted 2025 (b)(6) in ADA 13. Details of surgery: Implant surface not completely covered with bone. On 2026 (b)(6), loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: Mobility and Abscess. No further patient complications were reported.